Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that a patient underwent an l3-l4 arthroplasty and l4-l5, l5-s1 fusion procedure on (B)(6), 2013. Approximately two (2) years later, x-ray image(s) confirmed that the poly liner had been pushed out of the inferior end plate. Upon further investigation, the physician confirmed that the inlay had not been locked in place during the original procedure. This had also been confirmed that day after the initial procedure (via x-ray), but the surgeon decided to leave the prosthesis in place. Post-operative pain has been reported by the patient. At this time, plans for a revision procedure are unknown. This report is for an unknown prodisc-l polyethylene inlay. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
This report is for an unknown prodisc-l polyethylene inlay. Plans for a revision procedure are unknown at this time. Device remains implanted. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.